Event description:
It was reported that, "the arthroplasty was revised due to patellar subluxation. The components were implanted in situ for approx 1.9 yr. The femoral, tibial, and patellar components were revised. The pt presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 5."

Manufacturer narrative:
An eval of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter's inst. If add'l info becomes available, it will be submitted in a supplemental report.